Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the thermoformed tubing to have separated at the transition. The distal end of the thermoformed tubing appears to have been properly formed and attached to the barbed connector during assembly. The barbed connector was properly formed and without issue. The barbed connector and inner ring remained inside the silicone tubing and the outer ring remained in place on the outside. The crimp ring was slightly moved on the proximal end of the silicone tubing. The silicone tubing was cut at approximately 17.5 cm from the outer ring and the distal portion of the feeding tube including the bolster, was not returned. The distal end of thermoformed tubing and the proximal end of silicone tube adjacent to the outer ring both presented cuts/ scrapes. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based upon all gathered information, the most probable root cause is "undeterminable." A device history record (DHR) review of lot number 16579247 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an initial placement of percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it out from the stomach. The surgeon had to cut a little harder in the incision to remove the remaining part of the peg tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an initial placement of percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it out from the stomach. The surgeon had to cut a little harder in the incision to remove the remaining part of the peg tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.